Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin programmer was not powering on. Upon attempting to turn it on, the programmer made a popping sound and it started to smell like smoke. It was also noted that a rattling sound was coming from the programmer when being moved. No other information was reported.

Manufacturer narrative:
The field complaint of popping was verified. During analysis, the programmer was plugged in and power switch was turned to the on position, but the programmer would not turn on. Investigation revealed several paper clips in the power supply causing short circuits, though not indications of smoke or burned components were observed. Foreign material in the power supply is the cause of the complaint.